Manufacturer narrative:
The manufacturer representative performed an onsite investigation. The representative replaced the foot switch assembly. The system was tested and operated as intended.

Event description:
The customer reported that the 9600 system displayed a footswitch error code message and thereby failed to boot up. No patient injury was reported.